Event description:
It was reported that there was loosening of distal stem per patient pain and bone scan. Surgeon removed affected stem. No significant on growth was noted.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital retained it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be re-opened.

Event description:
It was reported that there was loosening of distal stem per patient pain and bone scan. Surgeon removed affected stem. No significant ongrowth was noted.